Event description:
A pt reported experiencing inaccurate erratic results with a otu meter. The pt's blood glucose results were 152, 120mg/dl and 152mg/dl vs. 88 lab. Tests were done within 10 mins with a difference of 21% and 64mg/dl (lab). Pt did not experience any adverse events. No further info has been reported.